Manufacturer narrative:
Device evaluated by MFR.: a promus select ous mr 12 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no evidence of any stent damage. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 12 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not be tracked due to calcified vessel and stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 12 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not be tracked due to calcified vessel and stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.